Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was stated that the customer has experienced two hypoglycemic events recently with this insulin pump. Customer was calling regarding the safety scroll wrap feature and requested the insulin pump to be replaced as a possible cause of the incidents. Blood glucose value at the time of admission was 29 mg/dl. It was stated that the customer had low blood glucose of 25 mg/dl and was unconscious for at least 2 hours; treated with food and glucose tablets. The drive support cap is recessed. Customer was disconnected during the rewind/prime sequence. The reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a magnetic field. Current blood glucose value is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a shifted end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.